Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal left anterior descending artery. There was no calcification or tortuosity noted in the vessel. The 2.25 x 28 mm mini vision stent delivery system (sds) was advanced to the lesion without issue; however, during positioning of the sds in the lesion the stent implant dislodged from the balloon into the lesion. A trek balloon was advanced to the dislodged stent and was expanded inside the stent, deploying the stent in the lesion. An nc trek balloon was also advanced to complete the expansion of the stent implant successfully. As the stent was deployed in the target lesion, no further treatment was required. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent dislodgement.